Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted in a patient for the emergent endovascular treatment of a contained 60mm ruptured thoracic aneurysm. The patient had a known thoracic aneurysm. The access vessel was reported to be very narrow. It was reported during the index procedure due to tight access the physician elected to perform a endoconduit with 3 non mdt stents placing them from the mid right common iliac to just above the inguinal ligament. It was noted bilateral iliac stents were previously implanted and one stent was placed inside an existing stent and ballooning completed. The physician attempted to insert the valiant stent graft but it would not pass any further than the tip of the nose cone due to size of external iliac. At this point of the procedure, the patient's blood pressure dropped. The physician performed a retrograde injection through the 11fr. Sheath in place and observed extravasation from the external iliac where the non mdt stents had been placed. Uncontrollable blood loss was reported and CPR commenced. While CPR was in progress the physician made a longer incision and observed that the entire external iliac was torn up to the area of the right cia with the bare metal stent. The patient expired during the procedure. Per the physician the cause of the event was anatomy related due to small calcified right external iliac artery.